Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading was 400mg/dl. Troubleshooting was performed. Reviewed the programming and history on the insulin pump and they were accurate. Ran a fixed prime test and the insulin exited. Performed a high-pressure test and passed within specs. The caregiver stated that the customer had issues with the bent cannulas. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.